Manufacturer narrative:
The device was returned and evaluated. Microscopic examination found part of the delivery tip end slightly bent out. The delivery tip did not exhibit a split or crack. The plunger rod was advanced up to the body tip, it was inspected, and no damage was observed. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that during insertion of an intraocular lens (iol) into the left eye, the lens came through the side of the injector, allegedly caused by a crack in the injector. The initial iol was removed intraoperatively, and a backup lens was successfully implanted. Patient outcome is good.